Event description:
Customer reportedly received the following results on the performa system: 128 mg/dl at 12:33 149 mg/dl at 12:33 370 mg/dl at 12:43 172 mg/dl at 12:44 191 mg/dl at 12:46 no adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.